Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that bd ultra-fine¿ mini pen needle broke off during injection. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 320119 batch no. 8186891 it was reported that needle broke off during injection. X-ray was preformed and needle was not able to be removed. Verbatim: from phone call on (B)(6) 2019 17:38:41: doctor stated x-ray showed needle fragments in child's thigh. Stated during injection, the child was moving around which may have caused the needle to break off in thigh. Stated using mini pen needles for injection. Stated no follow up is needed and no medication prescribed. Stated will call back if anything else to report and it was okay to call if I had any additional questions. Email received¿(B)(6) 2019 11:39:55 I was trying to find the correct contact to report an adverse event on a bd ultrafine mini 31g needle. One of our patients was using this needle for a growth hormone injection (nutropin aq nuspin pen) and the needle fractured at the base, resulting in a foreign body (most of the length of the needle) remaining in the child's thigh. He was evaluated in the ed but they were unable to remove the needle, and are currently observing for any signs of infection. We have advised the family to discard the rest of the needles from this lot.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ mini pen needle broke off during injection. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 320119, batch no. 8186891. It was reported that needle broke off during injection. X-ray was preformed and needle was not able to be removed. Verbatim: from phone call on 2019-06-21 17:38:41: doctor stated x-ray showed needle fragments in child's thigh. Stated during injection, the child was moving around which may have caused the needle to break off in thigh. Stated using mini pen needles for injection. Stated no follow up is needed and no medication prescribed. Stated will call back if anything else to report and it was okay to call if I had any additional questions. Email received: 2019-06-20 11:39:55: I was trying to find the correct contact to report an adverse event on a bd ultrafine mini 31g needle. One of our patients was using this needle for a growth hormone injection (nutropin aq nuspin pen) and the needle fractured at the base, resulting in a foreign body (most of the length of the needle) remaining in the child's thigh. He was evaluated in the ed but they were unable to remove the needle, and are currently observing for any signs of infection. We have advised the family to discard the rest of the needles from this lot.